Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface.

Event description:
It was reported that the pump touch screen was missing pixels. Additionally, it was reported that a malfunction alarm occurred. Reportedly, the pump was "banged against bathroom door". There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer will continue to use the pump for continued insulin therapy.